Manufacturer narrative:
The reported events of the stylet failure to advance, insulation damage, and failure to capture were confirmed. A complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found the outer insulation damage consistent with procedural damage. X-ray examination found the inner coil over-torqued at the connector region. Electrical testing found internal shorts between conductors due to the over torqued inner coil. The cause of the reported events was isolated to the lead coil being over torque consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular (rv) lead. It was also noted that the rv lead failed to capture and exhibited damage in insulation. There were tissue and blood clot stuck into the rv lead. The rv lead was not used and replaced during the procedure. The patient was in stable condition.